Event description:
It was reported that the patient was having difficulty charging the ipg due to migration. The patient underwent an ipg replacement procedure wherein an MRI capable ipg was implanted and the pocket site was relocated lower on the body. The patient was doing well post-operatively. The explanted ipg was disposed by the facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in early 2021.